Event description:
Physician inserted balloon catheter inside existing stent on patient. Balloon was inflated to expand the stent. Physician deflated balloon and attempted to remove the balloon catheter. During the removal process, the tip of the balloon got caught on the stent struts and the tip broke off. After numerous unsuccessful attempts to snare the broken tip, the physician decided to deploy a second stent to cover the broken tip and open up the lesion.